Event description:
The year of 2018 I started having several health issues: ears ringing, pain in joints, brain fog, anxiety, clenching jaws while sleeping, dry eyes, low libido and temperature intolerance.